Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka d.2.b common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd vacutainer® ultratouch¿ push button blood collection set during a blood draw procedure, blood leaked from the tubing. The user observed a hole in the tubing. The butterfly device was not damaged prior to use, and the system was taken directly from the packaging. No adverse impact was reported for the patient or the user.